Event description:
It was reported that the footswitch was causing a handpiece to run without user activation during an oral procedure. A back-up was used to complete the procedure with a delay of one minute. There were no injuries to the user or pt, and no medical intervention was required.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted when the investigation is completed.